Manufacturer narrative:
Updated section: g3, h2, h3 h6. The reported issue of screw breakage was not confirmed, however after removal and visual inspection, discoloration on the screw was confirmed through images provided by the surgeon. The iqc inspection data for the lot of ss 3.5 locking screw (lot# 8061863) was reviewed and confirmed indicated part; ss 5.0 locking screw; met design specifications per the engineering drawings. The certificate for conformance also revealed that the screw met all material specifications. Hence, the breakage was not determined to have been related to the manufacturing processes or material failure.

Event description:
No additional information was received.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the removed locking screw showed signs of corrosion.